Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a pre-operative procedure the graftmaster stent was used to treat a perforation that occurred in the left anterior descending (lad) with the use of a non-abbott device. It was noted that the graftmaster was advanced but failed to cross the perforation and during removal the stent caught on the guide catheter and dislodged off the balloon. The graftmaster stent was snared using an unspecified guide wire and removed from the anatomy. The artery was noted as re-occluded and the procedure was discontinued as the radiation and contrast limit had been reached while snaring the device. No additional medication or intervention was given due to the delay. No additional information was provided.